Event description:
It was reported that for the past 11 months, the patient has had a chronic infection. There was daily discharge from the fistula in the retroauricular fold in some distance from the vorp, with distenstion over the vorp. Effusion with thick tissue formation under the vorp. The skin would soon have been perforated inside the tympanic cavity and mastoid: the area was filled with granulous tissue and thickened mucosa. No improvement could be achieved despite of various antibiotics. Currently, the clinic does not know about the origin of the problem.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.